Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while the port was inserted through the abdomen, in conjunction with a surgical instrument, seal was observed as stretching alongside the side of the instrument and subsequently became stuck. Both the instrument and port had to be removed as a whole and a new port sheath then had to be replaced in existing site. This caused a delay in surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted, the envelope seal was damaged inside the cannula. The obturator was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholestyctomy procedure, while the port was inserted through the abdomen, in conjunction with a surgical instrument, seal was observed as stretching alongside the side of the instrument and subsequently became stuck. Both the instrument and port had to be removed as a whole and a new port sheath then had to be replaced in existing site. This caused a delay in surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device with the appropriate packaging in undamaged condition. The product is within expiration date. Visual inspection of the returned product noted that the envelope seal was damaged inside the cannula. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.